Manufacturer narrative:
(Zip code): (B)(6). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported for left side "a patient that has be diagnosed with alcl and has textured implants", "patient is in the process of getting confirmation of alcl". Histopathological markers confirming alcl have not been received. The device remains implanted.